Event description:
During a pelviscopy procedure, the pt's bowel was injured while the doctor was using a retraction trocar. A general surgeon was called in to repair the bowel. The pt is reportedly doing fine.